Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service and stated they are allergic to all tape. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).